Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc's recommendation, the customer performed precision testing, which showed bias between two instruments. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found issues with reagent 1 (r1) pumps. The cse removed and rebuilt the r1 pump panel, installed new pumps, valves and air knife. While priming the system, the cse noticed air bubbles and ran an air elimination. The cse ran a system check and service methods, which were acceptable. While the cse was still at the customer site, the instrument began having integrated multi-sensor technology (imt) system calibration issues. During a follow-up visit, the cse ran mix tests and service methods, all of which were acceptable. The cse ran a power flush on the imt system and primed and aligned the imt system. The cse replaced the imt probe and drain and found that vacuum coupling at the bottom of drain was cracked. The cse removed and cleaned deionizer electrodes, tightened all ground fittings on aliquot carriage, and verified alignments of aliquot probe and shuttle 2, after which the instrument passed aliquot probe diagnostic sequence. The cse cycled all pumps and valves successfully for aliquot probes. The cse ran aliquot probe check 1, quick check and quality controls, which passed. The customer performed precision testing, which was acceptable and the bias between the instruments was resolved. The cause of the discordant, falsely low calcium (ca) results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument and on the same instrument, resulting higher than the initial results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.